Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) and it was reported the cause of the pump alarming was not determined. It was unknown if the patient confused a different alarm with their pump alarm.

Event description:
Information was received from a foreign healthcare provider (hcp) and consumer (con) via a company representative (rep) regarding a patient receiving baclofen (110 mcg/day, unknown concentration) via implanted infusion pump. It was reported that during the night a patient heard an alarm for 5 minutes. After those 5 minutes, the pump stopped ringing. The day after the hcp checked the pump and the event log did not report any errors. The patient was fine and had not heard any more sounds. The issue was resolved at time of report. The patient's age, weight, gender, and medical history were asked, but unknown and would not be made available. The patient's status was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.